Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 437 mg/dl and 109 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
This is a non-us adverse event. The event occurred in (B)(6). Contact indicated her daughter tried to remove a tampon she had inserted due to issues with comfort. Upon removal of the tampon, the tampon tip came apart and remained inside her daughter.